Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report numbers: 3005334138-2020-00465, 2182269-2020-00087, 3008452825-2020-00521, 2030404-2020-00083. At the end of a pvc ablation procedure, during rf of the last lesion, a pericardial effusion occurred. The duo catheter was placed in the coronary sinus and the flexability was used for ablation of the pvc's in the right ventricle. Reinforcement of the lesions in the right ventricle were verified to confirm elimination of the arrhythmia. However, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.